Event description:
It was reported that the patient experienced abdominal pain, nausea, vomiting, bloating, and acid reflux. Lesions were identified. A 2 cm disembowelment on the left side was noted from a previous pfannenstiel incision, accompanied by a 10 mm umbilical eventration in the neck. A 10 mm umbilical trocar was inserted, and an umbilical eventration sac was identified and excised, while a pneumoperitoneum was established at 12 mm hg. Exploration confirmed the presence of an eventration on the left side of the prior pfannenstiel laparotomy. After exsufflation of the pneumoperitoneum, an incision was made at the suprapubic bulge for dissection and resection of the sac. The musculoaponeurotic banks were then reinforced, and closure was achieved using 2 absorbable, synthetic, braided suturesin a raphia technique to perform an eventration repair. The pneumoperitoneum was re-established, and placement was carried out under visual guidance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.